Event description:
Upon connecting sprios to secondary on primary plum set, taxol began leaking from spiros. Secondary tubing was clamped; the patient did not receive the dose of chemotherapy. The chemo bag and tubing were placed in the chemo transport bag and returned to pharmacy.